Event description:
It was reported that a balloon rupture occurred. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation and the pressure did not increase. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure. It was further reported that the 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The balloon was damaged from the beginning and failed to inflate. It was noted that the balloon was torn.

Manufacturer narrative:
E1 - initial reporter address: (B)(6).

Manufacturer narrative:
E1 - initial reporter address: (B)(6). Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. No tears were observed in the balloon material. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon when liquid was observed to be leaking from a balloon pinhole. The pinhole was located at the very proximal end of the proximal transition zone in the balloon. An examination of the balloon material identified no issues which could potentially have contributed to the pinhole leak. The rated burst pressure for this device is 12 atmospheres. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination found no issues with the hypotube of this device. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation and the pressure did not increase. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure. It was further reported that the 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The balloon was damaged from the beginning and failed to inflate. It was noted that the balloon was torn.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation and the pressure did not increase. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.